Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit has smell something like a plastic burning when he woke up and removed the mask immediately and turn off the device and when he tried to turn it back on to check, he saw a spark. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.